Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and found the mvs interface (umbilical) cable required replacement. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended after replacement of the cable. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that the imaging system was in "stand alone mode". To troubleshoot the issue the imaging system was rebooted without resolution. There was no patient present when this issue was identified.